Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01676. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization in the left gastric artery procedure using ruby coils. During the procedure, the physician felt resistance and was unable to advance a ruby coil fully out of the non-penumbra microcatheter and into the vessel, despite multiple attempts to re-position the ruby coil; therefore, the ruby coil was removed. The physician then was unable to advance a second ruby coil out of the microcatheter at all, despite multiple attempts; therefore, the ruby coil was removed. The procedure was completed using additional coils, the same microcatheter, and gel foam was delivered to embolize the vessel. There was no report of an adverse effect to the patient.